Event description:
A customer reported prior to use that they discovered that their abbott diabetes care (adc) sensor came in with the "needle exposed and it was in a non-sterile condition." There was no indication that the customer applied the device to their body and no patient consequences were reported. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The user reported sensor kit with an exposed needle. Sensor cap was not returned with applicator cap. Sensor was observed to be in an unfired applicator. Broken sharp was observed. An extended investigation was performed. A review of the case history was performed. The returned product was observed to have a broken sharp. Visually inspected the returned product and sensor tail was in an unfired applicator and the broken sharp was still on the adhesive of the sensor. The severed sensor tail and the sensor pack lid were observed to not be completely peeled off. This issue is not confirmed to use due to double capping. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported prior to use that they discovered that their abbott diabetes care (adc) sensor came in with the "needle exposed and it was in a non-sterile condition." There was no indication that the customer applied the device to their body and no patient consequences were reported. There was no report of death, serious injury, or mistreatment associated with this event.